Manufacturer narrative:
Anchor products' (B)(4) tissue retrieval system is a single-use device that has FDA clearance for use to encapture and remove an organ or tissue from the body cavity during laparoscopic surgery. It should be noted that back in 2008, prior to this reported incident, anchor products had already commenced efforts to re-design the (B)(4) (the malfunctioned medical device referenced in this report). In 2008 (and prior to this incident) after consulting with physicians who used the (B)(4), anchor products began development of a new design that changed how the device functioned and included a "push button release" locking mechanism. The purpose for these changes was a product improvement to eliminate the need to rotate the head of the device and overall simplification of use. (B)(4). After re-tooling specifications were developed, anchor products submitted a 510(k) submission seeking FDA clearance for the redesigned device. (B)(4). The re-design device is marketed under the order code number (B)(4), which includes a trailing numeral "2" to distinguish it from the original retrieval device.

Event description:
Approximate date of malfunction is (B)(6) 2009. Incident as reported by (B)(6) (the product distributor): "the doctor had a case in (B)(6) where she tried to use a 10mm bag to remove a cyst. This bag was too small so she used a 15mm bag. The patient later returned with pain in the abdomen. The patient was brought into surgery where, after x-rays were taken, a metal arm from the 15mm bag was found in the patient. No other reportable information regarding the incident was made available. Following receipt of said complaint, it took approximately five (5) months to retrieve a portion of the medical device for evaluation. Because only a portion of the medical device was returned, an adequate evaluation and root cause analysis, could not be performed. Note: because an MDR was not initiated via medwatch within the 30-day time line, anchor products is submitting this MDR after the fact.